Event description:
Vns pt was diagnosed with vocal cord paralysis by an ent. Further follow-up revealed that the pt underwent generator replacement surgery approx three weeks prior to being diagnosed with vocal cord paralysis. It was reported that the pt had experienced chronic hoarseness prior to generator replacement surgery. The pt later indicated that the hoarseness is getting better. Ent feels that the vocal cord paralysis will resolve on its own. Investigation to date has been unable to determine the cause of the reported event.